Manufacturer narrative:
The results, method and conclusion codes and investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an abandoned procedure. Prior to the trial implant, the patient reported pain during prep and when local anesthetic was injected. The patient and physician agreed to proceed. During the procedure, the patient had a similar pain response when the epidural needle was inserted. The patient is reported to have pain and began to move around on the table when the trial lead was being positioned so the physician abandoned the procedure.